Manufacturer narrative:
(B)(4). Evaluation summary: the returned device analysis found the lever was opened and closed but the foot was not retracting. The handle was opened and the actuator wire was separated at the distal end of the tensioner. The foot was successfully retracted and deployed via manual push and pull of the actuator wire, which confirmed the reported issue. A search of the complaint handling database was performed and no other incidents were identified from this lot for issues related to difficulty in removal or retraction issue. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue related to inability to retract the foot was identified. The probable cause of the issue appears to be related to manufacturing and the component bonding process. Further assessment of this issue per site operating procedures was performed. The performance of these devices will continue to be monitored.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported the device was used in a calcified common femoral artery access site. The instructions for use, states: the safety and effectiveness of the perclose proglide smc devices have not been established in the following special patient populations: patients with femoral artery calcium which is fluoroscopically visible at access site. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a moderately calcified common femoral artery was attempted using a proglide device with a 6f sheath after a peripheral interventional procedure. Reportedly, the device became lodged in the access site. A cut-down procedure was performed and the access site was stitched closed and hemostasis was achieved. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device. No additional information was provided.